Event description:
A malfunction was reported on the pump. The customer's blood glucose level was reported at 469 mg/dl, which was above normal. Technical support assisted the customer with resetting the pump, provided pump reset information, and addressed a time settings issue and minimum fill notification after the reset. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arise.